Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc) and high out-of-range impedance measurements greater than 2,000 ohms one day post implant. An x-ray was subsequently performed which appeared to show that the atrial pin had backed out of the device header. A field representative noted that acceptable pacing threshold, sensing, and impedance measurements were obtained when the configuration was changed to unipolar. It was also noted that the patient experienced pocket stimulation when the output was set at 3.5 volts. Boston scientific technical services (ts) discussed the risks of leaving the lead in the unipolar configuration. A revision procedure was performed. The lead was removed from the device header and reconnected. This product remains implanted and in service. No additional adverse patient effects were reported.